Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05234. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm rotalink¿ plus and a rotawire were selected to treat the target lesion. After a wire was replaced with a rotawire, the physician encountered small resistance when the rotaburr was delivered to the proximal lesion. After ablation was performed successfully, the physician removed the burr; however, resistance was again encountered and was noted that the burr got stuck on wire. The bur and the rotawire were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The complaint unit was connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. An attempt was made to advance the guidewire through the device using a test guidewire to advance the guidewire. However, following this it could not be removed. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05234. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm rotalink plus and a rotawire were selected to treat the target lesion. After a wire was replaced with a rotawire, the physician encountered small resistance when the rotaburr was delivered to the proximal lesion. After ablation was performed successfully, the physician removed the burr; however, resistance was again encountered and was noted that the burr got stuck on wire. The bur and the rotawire were removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was good.